Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the right ventricular automatic threshold (rvat) test from this pacemaker system was found to be in suspension due to only two valid measurements post-implant. A possible right ventricular (rv) lead dislodgement was suspected because high capture thresholds of 7.5v where there was no capture, high pacing impedance measurements of 1700 ohms, and decreasing r-wave amplitudes were reported. Technical services (ts) advised that an x-ray be performed and the lead be revised. No adverse patient effects were reported. Currently, this pacemaker system remains in service.